Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device backlight was functioning properly. The unit was received with cracked case display window corner and cracked reservoir tube lip.

Event description:
Customer reported a button error alarm. The customer's blood glucose was 153 mg/dl. The customer stated she was going to deliver a bolus when the button error alarm occurred. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.